Event description:
It was reported, the camera head had a blurry image and crack in the connector. The issue occurred during pre-use inspection, and the intended transurethral resection of the prostate in saline procedure was completed with the same device without delay. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera head had a blurry image and crack in the connector. The issue occurred during pre-use inspection, and the intended transurethral resection of the prostate in saline procedure was completed with the same device without delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found chemical residue on the video connector, corrosion on the electrical contacts, and leak at the video connector. Based on the results of the investigation, it is likely that the following led to the malfunction: scratches around the cracks in the video connector indicate that physical factors were applied to the video connector. It is likely that stress was applied to the video connector, resulting in the crack. The presence of an air leak in the video connector may have allowed moisture to enter the interior of the connector, causing the internal charged coupled device to temporarily malfunction. Due to cracks in the video connector, it is likely that the video connector was unable to maintain the airtightness of the present product, leading to the occurrence of air leaks. However, a definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): IFU applicable sections the following is described in the "precautions" section of the instruction manual "for safe use_handling and general precautions": ·hit the electrical contacts of the video connector. Do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. IFU applicable part the following statement is found in "warnings" in the "instructions for use" section of the instruction manual: ·there is a possibility of abnormalities in endoscopic images and functions. If an abnormality occurs in the endoscopic image or function and it returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may cause injury to the patient, bleeding, or perforation. IFU applicable sections the following description is found in the instruction manual "care, storage, and disposal". Do not use the product while the electrical contacts of the video connector are wet. Using the product while it is wet may cause a malfunction. Olympus will continue to monitor the field performance of this device.